Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tritanium cup 54mm. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Surgeon reports patient as status post left total hip replacement done (B)(6) 2012 is in need of a cup revision due to medial migration and an apparent medial wall fracture. The procedure was perform through the posterior approach. The head was removed from the stem with a bone tamp. The liner was removed with an osteotome. The screws were removed and the cup was found to be loose which was pulled out with a cocker. Once removed surgeon proceeded to implant a zimmer trabecular cup and liner. He trial a 36+5 head for leg length an stability. A v40 to taper sleeve was applied and a 36mm +5 delta head was impacted. The surgical site was then closed.. The procedure was performed without incident.

Manufacturer narrative:
An event regarding loosening of a tritanium shell was reported. The event was not confirmed. Method and results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: not performed as no patient medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no patient medical records were provided for review. Based on the event description, it is assumed that the shell loosening led to a medical wall fracture. The cause of the loosening cannot be determined from the limited information provided. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon reports patient as status post left total hip replacement done (B)(6) 2012 is in need of a cup revision due to medial migration and an apparent medial wall fracture. The procedure was perform through the posterior approach. The head was removed from the stem with a bone tamp. The liner was removed with an osteotome. The screws were removed and the cup was found to be loose which was pulled out with a cocker. Once removed surgeon proceeded to implant a zimmer trabecular cup and liner. He trial a 36+5 head for leg length an stability. A v40 to taper sleeve was applied and a 36mm +5 delta head was impacted. The surgical site was then closed.. The procedure was performed without incident.